Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead which seemed to be a gradual increase. No adverse patient effects were reported. This device remains in service. Additional information was received that technical services (ts) reviewed device data and discussed that the out of range measurements are not indicative of calcification/mineralization. Reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.